Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the laparo-thoraco videoscope had image noise and no image occurred due to wear of the electrical contacts in the video connector and damage on the imaging section. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the image sensor unit may have been broken, leading to the malfunction. Since there was damage on the bending section, the probable cause of breakage was irregular load to the bending section, resulting in the malfunction. However, the cause of breakage could not be specified and a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instructions for ltf-vh opeation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image.¿ olympus will continue to monitor the field performance of this device.